Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine implant, the lead was unable to be fully inserted into the device. The device was not implanted and was replaced. Patient condition was stable.

Manufacturer narrative:
The reported header anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.